Event description:
The patient experienced impedance issues. He experienced stimulation coverage in the wrong area and shocking at the battery site. X-rays revealed that the lead was too low; impedances were bad (not specified) and reprogramming was not effective. The physician decided to replace the system. After the surgery, the patient was receiving great stimulation and coverage.